Manufacturer narrative:
Remove g04110.

Event description:
A malfunction alarm on the pump was reported, specifically alarm 20, which occurred during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Although the caller was unable to successfully load a new cartridge and resume insulin therapy due to a recurring cartridge alarm, cts provided a replacement pump since it was under warranty and arranged for its shipment. The customer planned to use mdi as a backup therapy and was instructed on how to store and return the problematic pump.